Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 2/9/2017 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10 mm x 300 mm standard nail per the sign technique manual. Surgeon comment: "patient underwent the operation on (B)(6) 2016 in (B)(6) with (B)(4). He made regular follow up in (B)(6) ,his left leg was amputated at initial injury. His right tibia fracture was not united and surgeon did revision surgery with larger nail and fracture site compression after fibula osteotomy was done through same incision for tibia fracture. The fracture site has necrotic tissue and removal of dead bone was done. The marrow cavity was free from infection, but fibrous membrane was form in nail occupied area. The surgeon removed all these membrane like tissue during the reaming. Two type of antibiotics were given to control the infection."